Manufacturer narrative:
H10: the device, intended for use in treatment, was not returned for evaluation. The siu unrelated to the reported issue of the timeout error. The timeout issue was investigated under 19-0250-2. Therefore, no problem found with the siu since it is not related to the reported error. The DHR could not be reviewed and therefore it was not confirmed if the product met manufacturing specifications. A complaint history review found similar complaints of the reported issue and will continue to be monitored. The relationship of the device and the reported event has not been established. No containment or corrective action are recommended at this time.

Event description:
It was reported that navio was booted up for a surgeon demo. Made it all the way through system checks and landed on a navio pfs error 40000000000. Checked all connections in back (siu fan was non-operable) and rebooted. Received a "timeout to get navio health monitor initial status" error on second attempt. All further reboots received same timeout error. Abandoned demo for high-volume surgeon and went to ppt/conversation.